Event description:
As reported by the user facility: caresite luer access device 200ea/ca. Lot or s/n: (B)(4). Complaint category: fail to function/ defective. Incident date: (B)(6) 2012. Details of complaint (reported issue): leaks. Translated from french hospital report: "flow (leak) at site of the junction between the plug (in use for less than 24 hours) and the extension connected to a huber needle at the point of insertion into a pac implantable. The complete system has been kept for evaluation. This flow (leak) was noticed at the end of 3 successive chemotherapy treatments of cyclophosphamide, fluororacil et epirubicine. This type of treatment is used daily for treatment of breast cancer." Complaint noticed: during/ after use. Problem frequency: a few times. Patient injury: no.

Manufacturer narrative:
(B)(4). One (1) used caresite valve, component part number #(B)(4) attached to an unknown extension set, was received for evaluation. In addition, a picture was returned showing the leaking caresite valve. No manufacturing defects were visually noted. The sample was tested according to specification with passing results. No leakage was observed. A review of the nonconforming lot report database was performed for the involved component and finished good lots and there were no abnormalities or non-conformances of this nature noted during in-process or final product inspection. Although the sample met specifications, subsequent enhancements have been made to the caresite luer access device since the date this product was manufactured. Enhancements include molding at a higher temperature to reduce residual stresses and enhancement to add increased compression to the bottom seal in order to reduce potential for leakage.